Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and discomfort. The pump failed to deflate fluid from cylinders. The ipp was explanted and replaced with a competence device. No further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and discomfort. The pump was unable to effectively deflate fluid from the cylinders. Consequently, the ipp was explanted and replaced with a non-bsc device. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of pain and discomfort are known risk) associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. No anomalies were found with the pump. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that the first cylinder had a hole in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder. Both cylinders had ad wear at fold in the proximal end of the cylinder. No leaks were identified in the cylinders. The reservoir was microscopically inspected, and leak tested. No anomalies were found with the reservoir. The reported patient symptoms of pain and discomfort are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and discomfort. The pump was unable to effectively deflate fluid from the cylinders. Consequently, the ipp was explanted and replaced with a non-bsc device. No further patient complications were reported.